Manufacturer narrative:
The thermogard console (sn (B)(6)) was evaluated at the customer site. The reported complaint of the thermogard console displayed tcmid:06 (ce post failure) error message was confirmed based on the event log review but not during functional testing. The customer reported issue was not duplicated during the functional testing, and the thermogard console functioned as intended. Upon visual inspection, no physical damage was observed. The thermogard xp ivtm system passed the functional testing without any error. The event log review showed the occurrence of multiple tcmid:06 error messages on the reported event date, thus confirming the customer complaint. The possible cause for the reported complaint could be due to the aging cooling engine (approximately 8 years old), however, the tcmid:06 error message was not reproduced during the functional testing. Therefore, the cooling engine was not replaced. Following service, the thermogard console passed the final testing without any error.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During the cooling phase of ivtm therapy, the customer noticed that the patient temperature had increased within an hour (between 8-9pm) from 33°c to 36°c. Later in the middle of the night, the thermogard ivtm system (sn (B)(4) ) generated an alarm and it displayed "tcm ID:06 (ce post failure) error message. Patient temperature did not drop. The patient temperature did not show in the data files. Arctic sun temperature management system was used as alternative method to continue with treatment. No consequences or impact to the patient.